Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the device, it was found that damage to the charge-coupled device unit resulted in a foggy image on the bronchovideoscope. There was no involvement of any patients.